Event description:
It was reported that the right atrial (ra) lead dislodged. It was also noted that the lead had high threshold and no sensing. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full the lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with non-severe explant damage including an extrinsic breach/cut to the outer insulation. The cut likely occurred during the explant as minimal blood ingress was observed. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. Concomitant: vedr01 implantable pulse generator (ipg) 2013-(B)(6), 5076-58 implantable pacing lead 2013-(B)(4). (B)(4).